Event description:
Boston scientific received information that this device displayed high out of range shocking impedances. At this time the device remains implanted. No adverse patient effects were reported.

Manufacturer narrative:
Upon additional information this investigation will be updated.